Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain following reprogramming of their implantable pulse generator (ipg) due to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. The patient stated that their ipg is "defective". The ipg remains in use. No further patient complications have been reported as a result of this event.